Manufacturer narrative:
Findings: pump received with no act button response due to flattened button dome switch. The up arrow button also has a flattened dome switch. Unable to perform the displacement test due to no button response. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Pump received with no act button response due to flattened button dome switch. The up arrow button also has a flattened dome switch. Unable to perform the displacement test due to no button response. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.